Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, a21 error test, and excessive no delivery alarm test. No excessive no delivery alarms or a21 alarms noted. Unable to prime during prime/delivery test due to faulty fsr.(gold) cracked battery tube threads and missing end cap sticker during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and an additional error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.